Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's levels had been as high as 550mg/dl. The customer states there was an infusion set leak. The customer treated the highs with manual injection. The customer was advised to change the infusion set. The customer was advised the set would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.